Event description:
Humidifier was smoking while in use on a patient. Could smell the smoke when sent down.manufacturer response for humidifier, mr850 (per site reporter): this unit is under consignment and not owned by us. Device was sent to universal hospital services (uhs) for repair. They report problem to fisher paykel.